Event description:
A complaint was received from a customer that reported that not all of the display is showing. In particular the "hundreds place". A request was made to return the system for evaluation.